Event description:
Ref. Imp #(B)(4).

Manufacturer narrative:
(B)(4). Review of post market surveillance data MDR/adverse events from 2008 to date, revealed that there were 6 similar events associated with the arjohuntleigh pressure air care products. In all these reportable incidents, no serious injury was reported. The nimbus mattress system install base is over (B)(4) units on the market. Of the 6 records events, five were found to be related with nimbus system and similar in its malfunction of the cable malfunction which is almost (B)(4) of the total install base. The trend observed for reportable complaints with this failure mode is considered to be low and stable. The mains cable complaint as it being defective could not be evaluated by arjohuntleigh representative who visited the customer site due to the fact I has been already disposed prior to his visit. During the visit, the engineer inspected the pump involved in the incident and assessed its condition as good. The preventive maintenance of the system was performed (in accordance to the maintenance schedule with a positive result) shortly before the event occurred. Based on information provided by the nurse we can confirm that the mains cable insulation integrity could have been broken (causing exposed live wires) and thereby caused a risk of electrical shock. The mains cable is fundamental part of the system and as such could be regarded as a critical component which should be regularly inspected for any signs of excessive wear or damage (as stated in our product instruction for use IFU #151996en). Furthermore the general safety warning included in the product IFU is following: "make sure that he mains power cable and tube set or air hoses are positioned to avoid causing a trip or other hazard, and are clear of moving bed mechanisms or other possible entrapment areas. Where cable management flaps are provided along the sides of the mattress, these should be used to cover the mains power cable". It appears a correct evaluation of the situation which would have come form following the procedure in the device labeling would have additionally precluded the event from occurring. In conclusion: the device was found not to be MFR specification when the event took place, it contributed to the event due to a series of use errors. The device was not being used with a patient at the time of the event. From the information collected to date the most probable root cause of the mains cable insulation integrity breakage, causing exposed live wires and posing a risk of electrical shock was inadequate controls by the user for safeguarding the mains cable during use and entrapment by moving bed mechanisms. We take all issues of this nature seriously and will continue to monitor any future trends that may arise from the use of our products, however based on the information provided, we believe the contributing factor in the power cable damage was the failure to adequately management of the power cable.